Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately two years ago prior to the date the manufacturer became aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) would no longer holds a charge. The patient underwent an ipg replacement procedure. No further information has been obtained.